Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. (B)(4). Philip's field service engineer replaced the compressor to resolve the issue.

Event description:
It was reported that a blower temperature high and occlusion error occurred. There was no patient involvement. The event date was not specified; estimate used.